Event description:
Patient presented with a sudden deflation of her left breast implant. No history of trauma.originally implanted 11 years ago; was diagnosed with her breast cancer. At that time, she had undergone bilateral mastectomies, had immediate reconstruction with submuscular tissue expanders. Later in that year, she underwent second stage reconstruction whereby the expanders were exchanged for saline implants.